Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a nurse stated that they experienced a leak from the connection of a one-link needle free IV connector catheter extension set and unknown non-baxter catheter during infusion. There is no report of patient/user injury or medical intervention needed in association with this event.